Manufacturer narrative:
The pump passed the displacement and self tests. The low battery alarm was noted in the alarm history file. The pump was returned for power error alarms. The detailed trace analysis confirmed the low battery and power error alarms occurred, and the root cause was the non-sleep anomaly software error. The pump was received with a cracked reservoir tube lip, a scratched case, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that customer received excessive error 25 alarms. Insulin pump would be replaced.